Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.